Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that mini drawer was still functioning, but the sensor was slightly off and needed to replace the whole drawer engine. A field service engineer (fse) replaced the mini engine to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini tray on drawer 2.1 was not functioning properly. The unit dispensed two pockets consecutively instead of one at a time. The user loaded the medication into another drawer to allow medication access.however, there were no delays, adverse events or injuries reported based on this event.